Event description:
Pt had an implantable defibrillator placed for sudden cardiac death. Pt was being followed-up under the intensified scheudle recommended by the guidant corp in their recall letter dated 3/23/01. During implanted cardiac defibrillator interrogation on 5/17/01 pt met elective replacement parameters. The device was replaced.

Event description:
Add'l info rec'd from MFR 9/10/2001: the device passed manual pacemaker and defibrillator testing and the first capacitor form charge time in the lab was acceptable. The battery's interrogated monitoring voltage was 5.2 volts -- within the recommended replacement range based on the micron advisory guidelines. Longevity calculations indicated that the battery did not deplete prematurely. Based on the info MFR received and its analysis findings -- that the device passed testing but voltage was less than 5.3 volts -- the device was appropriately replaced in accordance with the micron advisory guidelines. No pt adverse effects related to the replacement have been reported. Guidant received paperwork dated 6/5/2001 indicating the device was being replaced for normal battery depletion. An event was created based on the analysis findings. The lab disposition (alert date) was 6/27/2001. Guidant recevied a medwatch form from the hosp on 8/7/2001 which did not provide any new or additional relevant info. The device was returned, analysis is complete, and the device has been archived.